Event description:
It was reported during a therapeutic transurethral resection of bladder tumor (turbt) procedure, the tip of the instrument was damaged and fell into the patient¿s bladder. A black foreign material was seen in the visibility during procedure, so the sheath was pulled out of the bladder, and it was discovered that the beak was damaged. The damaged parts were retrieved with biopsy forceps which resulted to a 15-minute procedure delay. A fluoroscopy (x-ray) was performed to confirm that the fallen off part did not remain in the bladder. The procedure was completed with a backup device. There were no further reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and updated fields: d4, d8, e4, h3, h4 & h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Visual inspection confirmed that the ceramic insulation was missing. The reported event was caused by a component failure. Based on the results of the investigation, olympus assumed that it is likely the following led to the malfunction: damage of the insulation material of the sheath was caused by thermal mechanical overload, wear and tear, improper handling, mechanical impact like fall, shock or similar stress olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.